Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case. Viscoelastic is observed dried on the lens. One haptic is pulled from the optic (not returned). The optic is split in the haptic insertion are of the removed haptic. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens was returned with one haptic pulled from the optic. The optic was damaged in the haptic insertion area. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The information provided indicates there was no patient contact with the lens. The complaint report and the reply card appear to indicate a cornea transplant was being performed in conjunction with the iol implantation. Clarification requested for the provided information has not been received. The manufacturer internal reference number is: (B)(4).

Event description:
The reporter had initially reported that the type of procedure was a cataract surgery and corneal transplantation.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during cataract extraction with an iris fixation suture intraocular lens (iol) implant procedure, the iol haptic was amputated/disconnection, unfeasible to propose fixing. The incision had been made. There was no contact between the product and the patient. The procedure was completed in the same date, with delay of 15 minutes. There was harm to the patient: transient aphakia. Patient performed a treatment regarding the adverse event. Lens explant sutured on the iris. Additional information has been requested.